Manufacturer narrative:
An internal investigation was performed for a false negative cefoxitin screen (oxsf) for a staphylococcus aureus strain from a patient blood culture, in association with the vitek® 2 ast-gp75 test kit (lot 2750753203). A review of quality records confirmed that vitek 2 ast-gp75 lot # 2750753203 met final qc release criteria and passed qc performance testing. The customer did not submit the isolate for evaluation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method.

Event description:
A customer in the united states reported a false negative cefoxitin screen (oxsf) for a staphylococcus aureus strain from a patient blood culture, in association with the vitek® 2 ast-gp75 test kit. The customer stated that they tested the isolate twice with the ast-gp75 card, and the results were oxacillin (oxa) susceptible (mic 0.5) and oxsf negative. The isolate was meca positive (nanosphere verigene), and pbp2a negative. The customer reported that six positive blood culture sets from this same patient were tested and had the same vitek results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.